Event description:
Additional information received from the patient reported the health care professional (hcp) would be ok with a company representative meeting at the patient's family hcp office to help the patient with their deep brain stimulator (dbs) device.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported the implant never helped her since it was implanted because it was implanted incorrectly. Further follow-up was being conducted to determine if their managing physician had been notified of the issue and what steps were taken to resolve their lack of therapy since implant. If additional information is received, a supplemental report will be submitted.